Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a thermocool smarttouch sf and the physician considered that the char was excessive and caused a potential risk to this patient. The device was returned to johnson & johnson medtech (j&j medtech) for evaluation on 25-apr-2025. A visual inspection, temperature and impedance and irrigation tests of the returned device were performed in accordance with j&j medtech procedures. Visual analysis revealed no damage or anomalies on the device. An irrigation test was performed, and the device was irrigating correctly. No irrigation issues were observed. Temperature and impedance test was performed, and the device was found working correctly. No temperature or impedance issues were observed. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The char issue reported by the customer could not be replicated during the product investigation; other issues or circumstances may have occurred during the usage of the device that compromised its performance. The instructions for use contain the following recommendations: when radio frequency (rf) current is interrupted for either a temperature or an impedance rise (the set limit is exceeded), the catheter should be removed, and the tip cleaned of coagulum if present. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a thermocool smarttouch sf and the physician considered that the char was excessive and caused a potential risk to this patient. The thermocool smarttouch sf had impedance readings observed on the carto 3 system, the recording system and the smartablate generator during the procedure. They pulled the catheter out of the body and noticed char on the tip. The catheter was replaced and the issue resolved. The procedure continued. There was no patient consequence reported. Additional information was received on 20-mar-2025. The impedance cut-off value was not exceeded. The noted impedance was around 130ohms, power at 35w, temperature was within normal ranges for thermocool smarttouch sf. The system did not present any error message nor did the physician / user see any product problem. There were no issues related to temperature and flow on the catheter. The patient was anticoagulated. The physician considered that the char was excessive. The physician considered the amount of char observed caused a potential risk to this patient. He said it just ¿fell off the catheter into the gauze¿ when he inspected the catheter. The char issue was originally considered non-reportable, however, bwi became aware on 20-mar-2025 that the physician considered that the char was excessive and caused a potential risk to this patient and have reassessed the char issue as reportable. The awareness date for this record is 20-mar-2025.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).